Event description:
It was reported that there was an over infusion. A dose of vancomycin was programmed to run over three hours, however, the medication infused in 30 minutes. The pump programming was checked and verified as follows: vancomycin 350mg, volume 38ml (including 3ml flush), infusion duration of 3 hours, rate set at 9ml/hr. The patient was assessed and the vital signs readings were as follows: blood pressure 114/66, heart rate 109, temperature 37.5c, respirations 26, and oxygen saturation 99%. The patient was noted to be sleeping and comfortable, with no visible redness or rash. The physician on-call was notified of the event. There was no patient harm.

Manufacturer narrative:
Investigation conclusion: the customers complaint that a dose of vancomycin was programmed to run over three hours infused in 30 minutes is believed to be the result of damaged barrel clamp sizer assembly. After the potentiometer slide and guide were properly reassembled the device was observed operating in specification. No errors or malfunctions were recorded in the returned devices¿ error and event logs on the reported incident date of (B)(6) 2020. A restored infusion of the drug vancomycim (drugid=339) with a custom concentration entered at 350mg/38ml was programmed for duration at 10 minutes with a rate at 9ml/h and vtbi at 1.5ml, from a bd 3ml syringe with a volume recorded at 2.392ml. The infusion completed as programmed infusing the entire syringe volume. A vtbi of 0.892ml had infused during the near end of infusion alarm state. Functional testing observed the device unable to read installed syringes correctly. After the potentiometer slide and guide were properly reassembled functional testing and asm accuracy/calibration was performed and observed the device operating in speciation. Device inspection: the syringe module was received with instrument seal intact. The right (male) iui was observed with corrosion and damaged isolation ribs. Internal inspection observed the barrel clamp sizer bracket was misaligned and the potentiometer slide and guide were mechanically disengaged. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the customer¿s complaint of over infusion is believed to be the result of damage to the sizer mechanism resulting in the wrong syringe selection. Device history review: a review of the device history record showed the device had a manufacture date of 23jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received by manufacturer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion. A dose of vancomycin was programmed to run over three hours, however, the medication infused in 30 minutes. The pump programming was checked and verified as follows: vancomycin 350mg, volume 38ml (including 3ml flush), infusion duration of 3 hours, rate set at 9ml/hr. The patient was assessed and the vital signs readings were as follows: blood pressure 114/66, heart rate 109, temperature 37.5c, respirations 26, and oxygen saturation 99%. The patient was noted to be sleeping and comfortable, with no visible redness or rash. The physician on-call was notified of the event. There was no patient harm.

Manufacturer narrative:
The customers complaint that a dose of vancomycin was programmed to run over three hours infused in 30 minutes is believed to be the result of damaged barrel clamp sizer assembly. After the potentiometer slide and guide were properly reassembled the device was observed operating in specification. ¿ no errors or malfunctions were recorded in the returned devices¿ error and event logs on the reported incident date of 08 august 2020. ¿ a restored infusion of the drug vancomycim (drugid=339) with a custom concentration entered at 350mg/38ml was programmed for duration at 10 minutes with a rate at (B)(4) and vtbi at 1.5ml, from a bd 3ml syringe with a volume recorded at 2.392ml. The infusion completed as programmed infusing the entire syringe volume. A vtbi of 0.892ml had infused during the near end of infusion alarm state. ¿ functional testing observed the device unable to read installed syringes correctly. ¿ internal inspection observed the barrel clamp sizer bracket was misaligned and the potentiometer slide and guide were mechanically disengaged. O the issue with syringe sizer misalignment has been previously investigated in (dir 10000263640). An urgent medical device recall notice was sent to all customers on august 4th, 2020 concerning this issue. ¿ the alaris syringe module may display an ¿unknown syringe installed¿ prompt on the pcu due to a disengaged potentiometer slider. This can result in an unintentional delay of infusion start or during the replacement of the next syringe, an interruption in the next dose of therapy. The alaris syringe module may also display an option on the pcu to select incorrect syringe brand and/or size, which can result in an over or under infusion. O the alaris system directions for use document also contains a warning to the clinician that ¿selecting an incorrect syringe may cause an under infusion or over infusion to the patient.¿ ¿ after the potentiometer slide and guide were properly reassembled functional testing and asm accuracy/calibration was performed and observed the device operating in speciation. ¿ the device was used during treatment. A review of the device history record showed the device had a manufacture date of 23jan2016.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not similar complaints with the same or related failure mode.

Event description:
It was reported that there was an over infusion. A dose of vancomycin was programmed to run over three hours, however, the medication infused in 30 minutes. The pump programming was checked and verified as follows: vancomycin 350mg, volume 38ml (including 3ml flush), infusion duration of 3 hours, rate set at (B)(4) . The patient was assessed and the vital signs readings were as follows: blood pressure 114/66, heart rate (B)(4) , temperature 37.5c, respirations 26, and oxygen saturation 99%. The patient was noted to be sleeping and comfortable, with no visible redness or rash. The physician on-call was notified of the event. There was no patient harm.